Event description:
It was reported that when using the bd pyxis¿ es server all stations were disconnected and were in critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all the stations were on critical override. A technical support specialist dialed into server and ran the downtime query, observed that carefusion coordination engine (cce) was in a disconnected state, with carefusion coordination engine (cce) server showing the last sent time as 14 may 2026 00:20:02 and the last interface heartbeat recorded at 2026-05-14 00:20:06, while the server time showed 01:39 am, deployed the interface services utility successfully and monitored the system until the queue reached zero, identified that the server had been rebooted approximately one hour prior and that carefusion coordination engine (cce) services were not running after the reboot, restarted the services, message flow resumed normally, and the customer confirmed that planned maintenance had been performed earlier. The system functioned as intended after the technical support specialist troubleshot the device.